Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device jaws got stuck. The jaws were able to be opened again and the device was cleaned. Approx 15 minutes later, the knife blade would no longer advance. Again, the device was cleaned but the surgeon was still not able to operate the knife. The site reported that the procedure was extended by more than 30 minutes. But they were unable to specify by how long the procedure was extended. Another device was used to complete the procedure without incident. There was no pt injury.